Event description:
Customer reported via phone call that insulin pump continued to state "meter blood glucose now." Customer also reports to have been hospitalized due to bypass surgery. Carelink report shows that customer was checking blood glucose instead of calibrating. Customer was assisted in calibrating and customer was able to treat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.